Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents from the reported lot. The reported device damaged by another device was due to user technique/procedural conditions. The reported partial clip movement was a cascading effect of the reported device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). Imaging was poor quality. The mitraclip delivery system (cds) (91114u182) was placed in a1/p1, reducing mr to 1+; however, after the clip was deployed, a medial jet was noted making mr 3-4+. To further reduce mr, cds (91118u150) was advanced. Due to limited space in the atrium, the clip was coming in at an angle and got stuck on the anterior leaflet. Continued attempts to free the second clip, resulted in interaction with the first implanted clip, causing partial clip movement of the first implanted clip. Troubleshooting was performed, and the decision was made to grasp one leaflet and deploy the clip. The anterior leaflet was successfully grasped. The posterior leaflet could not be grasped because the implanted clip was shadowing the posterior leaflet, so the clip was deployed only on the anterior leaflet. Mr was reduced to 3-4+. Mitral valve replacement was performed on (B)(6) 2020. No additional information was provided.